Event description:
The customer reported to olympus, the visera elite video system center image becomes distorted when the camera is inserted. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the malfunction was due to corroded pins in the video connector socket. During the device evaluation, it was noted video connector lock did not function properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A supplemental report is being submitted to capture additional information provided by the user facility. Refer to the following sections: b3: date of event and b5: describe event.

Event description:
It was further reported that the reported incident (distorted image) was observed during the inspection of the device before the procedure.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the root cause of the corroded video connector receiving contact could not be determined. Olympus will continue to monitor field performance for this device.